Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0e03x, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the patient was having a shooting pain up the spine all the way up the back, which did not occur until after they had the device implanted. The patient turned stimulation off, but it was still happening intermittently since (B)(6)2015. The shooting pain in the spine tended to happen when the patient went through security gates at stores. This still happened after stimulation was turned off. The implant was going to be removed in november. The indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.